Event description:
The customer reported that multiple coulter lh 780 hematology analyzer instruments did not flag a single patient's differential results for blasts when blasts were present in the patient sample. This report represents the patient results without instrument flagging generated from a coulter lh 780 hematology analyzer with serial number al39173. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of a single patient whose initial differential results did not generate results with instrument generated flags indicative of the presence of blasts. A review of the patient's manual smear indicated the presence of blasts. The unflagged results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The instrument is currently performing within quality control specifications with respect to controls and reproducibility. The instrument's flagging preferences were set to "3222" (high level for blast, mid level for variant lymph, imm ne 1, and imm ne 2). The sample was collected in a five cubic centimeter vacutainer tube and was tested within two hours of collection.

Manufacturer narrative:
Beckman coulter inc. Assessment of the customer supplied patient sample indicated the presence of seven percent blasts. The histograms demonstrate scattered cell events in the monocyte region close to the lymphocyte population. The lymphocyte and neutrophil populations looked slightly elongated on the rls or dc. However, the abnormality of the patterns was not significant enough for the algorithm to set suspect flags. The failure mode for this event was that the patient's sample demonstrated an abnormality of the scattered cells in the monocyte region on the histograms which was not significant enough for the instrument's algorithm to set suspect flags.

Manufacturer narrative:
Service was not dispatched to the site for this event as the customer believed this event to be sample related. The sample was not returned for beckman coulter inc. For assessment and the raw data file analysis is still pending. The failure mode is unknown. Associated mdrs: 1061932-2012-02351, 1061932-2012-02353, 1061932-2012-02352, 1061932-2012-02354 .